Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator 1 (psm1) associated with this complaint and completed its investigation. The slow sweep test was performed in-house and axis 2 failed the slow sweep test with a recorded value that was considered to be out of specification. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during internal failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a preventative maintenance, the intuitive surgical, inc. (Isi) technical field specialist (tfs) performed a slow sweep test on patient side manipulator 1 (psm 1) and found that the observed values were close to the specification limit. Although the recorded values were not considered out of specification, the psm was proactively replaced and returned to isi for further evaluation. Following service, the system was tested and verified as ready for use. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.